Manufacturer narrative:
X-ray. Device evaluation summary - as received, leaflets 1 and 3 had cut areas. Cut sections were not returned with the valve. Heavy calcification was observed in the cusp areas of leaflets 2 and 3, moderate to heavy calcification was observed in the cusp area of leaflet 1. The free margins of leaflets 1,2,3 exhibited moderate to heavy calcification. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice. Host tissue was moderate at the stent inflow and minimal to moderate at the stent outflow. A tear was also observed on leaflet 1 at commissure 2. Two tears were also observed on leaflet 2, one tear was at commissure 2 and one tear was at the free margin. Calcification was observed near the regions of the tears. Wireform was exposed on the outflow aspect at commissure 3 and also at the inflow aspect near commissure 3. Sewing ring was cut near commissures 1 and 3. These damages are most likely due to explant. Additional manufacturer narrative - device evaluation confirmed the presence of calcification on the leaflets of the valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events additional information will be reported if received.

Event description:
It was reported to sales from surgeon that an edwards aortic bioprosthetic valve was explanted due to calcification 6.5 years after initial implant. Device has been evaluated, event records have been requested but not yet received from the healthcare provider.